Manufacturer narrative:
Manufacturer's report date: 12/18/2014 (B)(4). Devices not received, log review only. Reference associate (B)(4), MFR report # 2016493-2014-00577 for fentanyl infusion. The requested log review for a reported possible spontaneous rate change while infusing medications has been completed. The log analysis found no evidence of a spontaneous rate change having occurred. The reported unexpected rate/dosage change on the versed and fentanyl infusions were noted in the associated pcu event log to have had their dosing changed by a user. The infusion of the drug versed (midazolam) on a spm device began at a rate of 3.58ml/h on (B)(6) 2014 approximately 11:29am by a programming dose change performed by a user. The infusion maintained this rate until (B)(6) 2014 approximately 07:29am in which a user increased the dose from 0.2mg/kg/h to 0.3mgkg/h, which was the reported intended dose by the customer for versed. The root cause for the rate changing during the infusion is being attributed to a user having performed the programming change. No devices were returned for investigation.

Event description:
The customer reported a possible spontaneous rate and dosage change while infusing versed in the picu. The versed intended dosage was reported to be 0.3m,g/kg/hr (1mg versed/ml in 50ml ns). The customer is not aware of the specific dose/rate change; only that the dosage and rate were incorrect upon inspection by two nurses. There was no report of patient harm or medical intervention. No additional patient or event details were provided by the customer.